Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bariatric bypass roux-en-y, the stapler deployed staples, but didn't cut. The surgeon cut and sutured the anastomatic line to complete the case. There were no patient consequences reported and the patient is fine to date. No additional information is available at this time.